Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had screw broken off iui. There was no patient involvement.

Event description:
It was reported that the device had screw broken off iui. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a,b,c,d and g grid, manufacturer narrative- chr, DHR, shr omit: a0401 - break, c20 - no findings available, d15 - cause not established, g07001 - part/component/sub-assembly term not applicable device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 14jan2008. The review was performed from the date of manufacture to the present date 15jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was involved in a service failure which correlates to the customer reported issue.